Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 220 (mg/dl); however, customer could not provide the specific value. Reportedly, customer believes that they did not correctly count their carbohydrates which caused the elevated bg level. Customer administered a correction bolus to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.